Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
The patient was revised to address painful knee. All revision implants were well fixed. Bone scans and labs negative for infection or loosening. Performed insert exchange and synovectomy. No additional information is available. Doi: unknown, dor: (B)(6) 2020, right knee.